Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii results for 1 patient sample on a cobas 6000 e601 module. The initial result was 33452 pg/ml. Two weeks later, the customer thawed a frozen sample from the same collection to retest it for validation purposes and the result was 24714 pg/ml. The exact date of retesting was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.